Manufacturer narrative:
Correction: g2: company representative was selected; it was previously not reported.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.